Event description:
Information received notes that during the implane procedure when the device was connected to both leads, no pacing occurred. The leads were disconnected and reconnected three times, each time the leads being completely through the header with the setscrews tightened. After the third time, the device was interrogated and lead impedance measured >2500 ohms. A new device was placed with no further anomalies. The patient's heart rate was 25 bpm.